Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged IV catheter is confirmed. One 4 fr single lumen groshong PICC kit was returned for evaluation. An initial visual observation showed the kit was returned open and contained some kit components including one 14 g IV introducer needle. Use residue was observed on the components within the returned kit. A microscopic observation revealed a teardrop-shaped hole near the distal tip of the IV catheter tubing of the 16 g IV introducer needle. Striations were observed on the fracture surfaces, which were angled. What appeared to be abrasive damage was observed on the interior of the catheter tubing leading up to a small ¿v¿-shaped notch near the proximal end of the hole. A small circle of material was observed on the interior of the IV catheter tubing adjacent to the observed hole; this circular piece was found to be approximately the same shape and size as the hole in the tubing. The shape, location, and texture of the damage observed in the returned IV catheter tubing suggests the catheter tubing was damaged by the tip of the introducer needle during manipulation and/or insertion. A lot history review (lhr) of recq2138 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when performing blind puncture using a 7715405, the nurse from thoracic surgery department found a problem with the proximal end of the sheath. The puncture failed. (B)(6) 2021 the returned sample exhibited a hole in the sheath.